Event description:
During investigation of an un-commanded motion event from a separate complaint record from this site evidence of another stuck button error event was found in the log files. The field service engineer (fse) tried to obtain info about the first event, but could not get any details. He confirmed there was no harm to a pt or operator. The fse determined that the cause of both the events was due to a stuck pedal on the footswitch, which was replaced.

Manufacturer narrative:
(B)(4). During the investigation of an un-commanded motion event at (B)(6), on (B)(6) 2013 for a previous complaint, it was found that there was a stuck button issue at the site on the previous day as well, which was not reported by the customers. On (B)(6) 2013, when the customers experienced un-commanded motion of the pt couch, they called the philips service desk for a field service engineer (fse) to be dispatched. The fse arrived on site and evaluated the system and determined that the un-commanded motion was caused by a stuck pedal on the footswitch. Upon reviewing the log files, the fse found that the system was giving stuck button error s_command_button_stuck_error on (B)(6) 2013 and (B)(6) 2013. However, the fse did not ask details about the first event to the customers as he determined that the errors were displayed on both the days due to the same issue. When the first event was discovered during investigation of a previous complaint, the fse went back to the site to get more details. However, since the issue occurred more than a year ago, the customers could not give any details about the event. The fse stated that both of the events occurred because of a stuck pedal on the footswitch. Since the first event was not reported by the customers, the correction was done after the second event. On (B)(6) 2013, the fse installed the replacement multi-function foot switch (mffs). The fse discarded the failed mffs and system logs were provided for engineer eval. Eval of log files confirmed stuck unload pedal. However, since the defective mffs was not available for investigation, the root cause of the stuck pedal could not be determined by engineering. A probable root cause was determined that the unload pedal of the mffs was stuck engaged under the metal cover. Field safety notice (fsn) (B)(4) was released on (B)(6) 2012 informing customers that damaged footswitch covers may cause the pt support to move in an unintended manner. On (B)(6) 2013 field change order (fco) (B)(4) was implemented at the customer site to replace the existing footswitch with a new footswitch design. In the new design, the cover/housing itself will isolate the pedals and prevent sideways motion instead of the plastic blocks and single point of attachment.